Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It was reported that the device was prepared (air aspiration) inside of the anatomy. It should be noted that the xience skypoint instructions for use (IFU) states: prepare an inflation device / syringe with diluted contrast medium. Attach an inflation device / syringe to the stopcock; attach it to the inflation port. With the tip down, orient the delivery system vertically. Open the stopcock to delivery system; pull negative for 30 seconds; release to neutral for contrast fill. Close the stopcock to the delivery system; purge the inflation device / syringe of all air. It is unknown if the IFU deviation directly caused or contributed to the reported event. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling. H10: 2017 - improper or incorrect procedure or method - incorrect prepna.

Event description:
It was reported that the procedure was to treat a 90% stenosed de novo lesion in the proximal left anterior descending (plad) artery with heavy calcification and moderate tortuosity. The 3.50x12mm xience skypoint stent delivery system (sds) was was reported to be prepped (air aspiration) inside the anatomy prior to use. Then, the sds was advanced to the target lesion with difficulty due to the anatomy. When attempting to deploy the stent the balloon of the sds ruptured at 6 atmospheres (atm) after 5 seconds. Therefore, the sds was removed from the patient without issue. There was no adverse patient effect an no clinically significant delay reported in the procedure. After additional pre-dilatation, another same size xience skypoint stent was implanted successfully in the procedure. No additional information was provided.